Event description:
A patient had an incident of hypoglycemia. During this reported incident 911 was called and paramedics were summoned. The paramedics managed the incident on site. The patient stated that their insulin infusion pump with blood glucose monitor was reading approximately 40 points higher then their other monitor and of the monitor that the paramedics brought them. It is alleged that this could have contributed to the incident.